Event description:
Serious, life threatening burn in an mr imaging facility in the (B)(6) in the last 5 years. Anesthetized, oversized pt undergoing MRI. Medical physicist: (B)(6), who will all pieces of info. Possible out of court settlement.